Event description:
An exchange of an existing swan-ganz catheter over the guidewire contained in the cocrdis percutaneous entry tray was attempted. When the guidewire was withdrawn, it frayed. Post procedure chest xray and venogram revealed a piece of guidewire coiled in the proximal right subclavian vein, with the suggestion of a piece extending outside of the lumen superiorly and medially. The risk of retreiving the retained portion of wire percutaneously or via thoracotomy was felt to be greater than the risk of leaving the retained wire in placedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, other. Results of evaluation: design - human factors, incorrect technique/procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.